Event description:
During product eval, the pump failed pre-accuracy tests for underinfusion on channels a, b and c. There was no pt injury or medical intervention necessary according to the hospital rep. No add'l info is available.

Manufacturer narrative:
Eval summary: the condition of the failed pre-accuracy test for underinfsion was confirmed. Inspection of the device found that the underinfusion was caused by a faulty pump head mechanism. The pump head mechanism was therefore, replaced. Review of the complaint history reveals similar reports have been received for this product and the reported issue. This issue is currently being investigated under CAPA (B)(4).